Event description:
The recipient was explanted on (B)(6) 2025 due to redness and inflammation at the implant site. This report refers to 9710014-2025-00850. For further information please refer to this report.